Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A review of the label for the product family will be conducted. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during drain cycle one of three of peritoneal dialysis therapy while the patient was connected. During troubleshooting, it was noted that the patient had disconnected from the set without using proper disconnect procedures. The technical service representative assisted the patient in clearing the alarm and advised the patient to restart therapy with new supplies. There was no patient injury or medical intervention reported. No additional information is available.